Event description:
It was reported that guide wire perforation of the catheter occurred. The 90% stenosed target lesion was located in the non tortuous and severely calcified mid left anterior descending (lad) artery. An unspecified size guidezilla guide catheter was placed and the lesion treated with rotational atherectomy. During an exchange of guidewires, they had shortened the length of a non-bsc guidewire from 300 to 195 by using a wire cutter. When they advanced the 2.50x24 promus element plus the wire pierced the balloon system of the 2.50x24 promus element plus and they were not able to inflate the balloon. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated tha the device will not be returned for evaluation; therefore, a failure analysis of te complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).